Event description:
A report was received that the patient recently implanted, suffered a stroke 2 days following the initial implant procedure. The patient was recovering.

Event description:
A report was received that the patient recently implanted, suffered a stroke 2 days following the initial implant procedure. The patient was recovering.

Manufacturer narrative:
Additional information was received that the patient was in hospice care due to the stroke and now recovering in a rehabilitation facility. The physician assessed that the stroke is not likely to be device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.